Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using the proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide was attempted with the same result. A starclose se was used, but final hemostasis was achieved with additional manual compression. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The second proglide and the starclose se are being filed under separate medwatch report numbers.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.